Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation. She was unable to locate her ipg with charger and programmer. She was also receiving communication errors. Replacement charger did not resolve the issue. The patient is working with her physician to determine the next course of action. Surgical intervention maybe pending to address the issue.